Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient had received a low battery flag. The sjm rep met with the patient and cleared the flag. The stimulation was turned on again. It was reported the low battery flag returned again a few days later and was cleared.